Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right coronary artery. A 4.0 x 18 mm xience xpedition stent delivery system was being advanced through a previously placed stent and into the lesion when there was strong resistance due to the calcification and tortuosity. The physician pushed harder and was twisting the stent delivery system when the mid shaft of the catheter separated. The separated portion of the catheter was removed from the anatomy on the guide wire along with the guiding catheter. Another stent delivery system was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.